Manufacturer narrative:
H3, h6) clinical data was received for analysis. In summary, no software anomalies were found. Additionally, there was no evidence indicating excessive force applied to the surgical arm. The root cause of the reported deviations was attributed to a patient shift. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1-a4) select patient information was unavailable from the site. H3, h6) clinical data was received and analysis is pending. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l4-s1 anterior lumbar interbody fusion (alif) procedure (scan and plan registration) the screws on the left side of the construct were lateral (approximate millimeter amount was unknown). This was noticed after a post operative spin. The left l4 screw was adjusted by hand. There was no impact to patient's outcome and surgical delay was reported as 1 hour or longer. Additional information was received. It was reported that trajectories were deviated between 3.5 and 10 millimeters (mm).